Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix stent graft system. For a few years, the patient was lost to continuous routine follow-ups post initial implant. Approximately four (4) years post initial procedure, the patient underwent routine follow-up in stable condition. A computerized tomography scan identified a type ia endoleak with contrast filling around the sealing ring and the aaa increasing in size. The aorta became more tortuous, creating an angle and pulling the graft. An additional angiogram showed the graft location and placement looked stable. The type ia endoleak was successfully treated with the implant of a palmaz (non-endologix) 40x10 mm stent across the radiopaque marks of the initially implanted graft and sealing ring, further expanding the seal up top. Post angiogram again showed no endoleak with better apposition.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 1a endoleak, sac growth and secondary endovascular procedure were confirmed. This is consistent with the reported adverse event/incident. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as being stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: date received by manufacturer has been updated h6: investigation finding: remove code 3233 h6: investigation conclusion: remove code 11.